Event description:
It was reported that before use when turned on , the cs300 intra-aortic balloon pump (iabp) messages maintenance. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Providing updated device identification information in alignment with gudid.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) conducted battery tests with positive results. There were no parts replaced. The unit returned to the customer and cleared for clinical use.